Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. There was no allegation of a device malfunction.

Event description:
It was reported that during a da vinci-assisted inguinal hernia procedure, the patient sustained an injury to the iliac artery and required intervention. The patient was then transferred to a trauma hospital for repair of the iliac artery and bleeding. When the patient present to the operating room of the trauma hospital a robotic trocar was still in place, along with a laparoscopic grasper holding the iliac artery to control the bleeding. The surgeon performed an exploratory laparotomy procedure with a small incision below the umbilicus. A large amount of blood was found within the abdomen; the estimated blood loss was unknown. Two 5-0 prolene sutures were applied to the iliac artery to repair the injury and stop the bleeding. The patient recovered well, with no issues to the extremities, and remained hospitalized for approximately 2 days. The patient was discharged home on aspirin. The surgeon was unable to provide the exact date of the adverse event and the name of the initial hospital from which the patient was transferred.